Manufacturer narrative:
One plastic vial came in a plastic container, in a plastic bio hazard bag. No other content was returned. Visual inspection found a small white piece of foreign material/particulate in the container. Microscopic inspection revealed a small white object that looks somewhat translucent. The white object feels soft to the touch when grasped with tweezers. It was sent be sent to a lab for further evaluation and identification. The lab performed an analysis using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the white particle consists primarily of carbon. Lesser concentrations of titanium and oxygen were also detected. This is consistent with organic material and titanium dioxide pigment. The white particle was also analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the white particle produced a spectrum consistent with that of polystyrene. The result indicates the material is consistent with polystyrene with titanium dioxide tint. Bl5114 product is packaged in tray made with high impact polystyrene tinted a bluish white, but the source of the returned particle cannot be definitively determined due to the manner in which this particle was returned with no other components, limitations of analytical testing, and the many potential sources of this resin widely used in the medical field. The most probable root cause is unknown/inconclusive. The investigation is complete.

Manufacturer narrative:
Device return is anticipated but has not yet occurred. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action has been deemed necessary.

Manufacturer narrative:
The product has not been returned. The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that during the phaco phase of cataract removal and phaco, a small white foreign body was expelled into the eye from the tubing. The surgeon was able to aspirate and collect the particle. It is unknown if the foreign body came from within the tubing or the balanced salt solution (bss) bottle. The bss bottle details are not available. It was discarded by staff. There was no patient injury.